Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated a high blood glucose level of 450 mg/dl. The customer treated hyperglycemia with insulin pumps. The customer was assisted with troubleshooting. The customer also reported that the sensor had a change sensor and the sensor updating alert. The customer tried using another sensor that could not adhere due to out-of-box damage.  The customer was using the insulin pump 48 hours prior to the incident. The automode feature was activated.  No further complications were reported. The customer discontinued using the device. The insulin pump will not be returned for product analysis.